Event description:
It was reported that the scale was showing error code 12 (possible inaccurate scale) due to a broken/damaged angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.